Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision cemented femoral component plus size 9+ left catalog #: 42504606611 lot #: 64463034, persona offset splined uncemented stem extension 3mm x 16mm catalog #: 42560313516 lot #: 64523184, persona revision femoral cemented distal augment size 9, 9+ 5mm catalog #: 42556606605 lot #: 64416178, persona revision femoral cemented posterior augment size 9, 9+ 5mm catalog #: 42556606605 lot #: 64362194, persona revision cemented tibial tray left size d catalog #: 42542006701 lot #: 64334561, persona offset splined uncemented stem extension 3mm x 14mm catalog #: 42560313514 lot #: 64573160, persona revision vivacit-e cck articular surface left 14mm with locking screw catalog #: 42512800514 lot #: 64195975, persona tibial cone catalog #: 42545000508 lot #: 64154173, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: 848aad1612, persona tibial cone catalog #: 42545000508 lot #: 64154173, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: 838baf1806, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: 838baf1806. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00476. 0001822565-2024-00477. 0001822565-2024-00478. 0001822565-2024-00479. 0001822565-2024-00480. 0001822565-2024-00481. 0001822565-2024-00485. 0001822565-2024-00512. H3 other text : investigation incomplete.

Event description:
It was reported that the patient required further physical therapy to address pain, swelling, lateral collateral ligament sprain, iliotibial band tendonitis and pes bursitis approximately one (1) year following left knee arthroplasty. The patient's complications resolved through rehabilitation. Initial operative notes noted no intraoperative complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported a patient experienced pain related to a lcl sprain, it band tendonitis, and pes bursitis and was prescribed formal physical therapy. Lcl is a band of tissue that connects the thigh to the bone in the lower legs. Sprains are commonly caused by impact or twisting movements and may include symptoms of pain, swelling, tenderness, and instability. The average time for an lcl sprain to heal conservatively is typically four to six weeks depending on the severity and in more severe cases or tears, may require surgical intervention. In addition, the iliotibial band is a multiple joint structure that originates at the tuberculum tubercle of the iliac crest and inserts at the anterolateral (gerdy) tubercle of the lateral condyle of the tibia. During a total knee procedure, the iliotibial band is pulled in excess laterally for a prolonged period to allow implantation of the devices. The pulling on the band leads to tissue lengthening and increased inflammation of the iliotibial band while maintaining integrity of the ligament. As the iliotibial band heals, the fibers can become fibrotic leading to painful scar tissue at the distal iliotibial band at the knee. Conservative treatment options for a tight it band includes physical therapy and site-specific mobilization and stretching. If a more invasive approach is required, surgery to release the iliotibial band tightness would occur. This signifies a procedure-related postop complication. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.